Event description:
PICC line inserted by surgeon in emergency dept., with attending present, on 3/15/1998. Pt called nursing supervisor 3/20/98 to complain that PICC line was leaking. Clinical educator and home health nurse met pt in emergency dept and, upon exam, catheter was noted to have a kink and was firm to touch. Determined that guidewire was still in place. Surgeon removed guidewire, leaving PICC line intact. Line flushed with urokinase because not patent immediately after removal of guidewire.